Manufacturer narrative:
Hamilton medical ag reference number: (B)(4).

Event description:
It was reported: the patient was placed on the ventilator and the therapist was adjusting settings when the low oxygen alarm appeared on the ventiilator. The patient's saturation was dropping.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Update on 27.05.2024: according to the operator, the period of the event was between 23:20:27 and 23:22:15 on (B)(6) 2023. During this period, no log file entries that were conspicuous from a technical point of view were logged, there were no technical alarms of any kind, so it can be proven that the device worked as specified at the time of the event. Initially, a harm to the patient was reported and this complaint was classified as a reportable event. However, when the director respiratory therapist later explained the circumstances after we asked the hospital, it turned out that the event described in the complaint was related to the patient's health condition (pneumothorax). It was found that the patient's medical condition, not the involved device, was the root cause. It was recommended that the ventilator be thoroughly inspected using the service software to ensure that it is operating in accordance with its specifications because an event involving this ventilator happened. We don't know if the device in question is back in use or if the operator has taken up the suggestion.

Event description:
It was reported: the patient was placed on the ventilator and the therapist was adjusting settings when the low oxygen alarm appeared on the ventiilator. The patient's saturation was dropping.

Event description:
It was reported: the patient was placed on the ventilator and the therapist was adjusting settings when the low oxygen alarm appeared on the ventiilator. The patient's saturation was dropping.

Manufacturer narrative:
Hamilton medical ag reference number: cer (B)(4). Update on 27.05.2024: according to the operator, the period of the event was between 23:20:27 and 23:22:15 on 19-11-2023. During this period, no log file entries that were conspicuous from a technical point of view were logged, there were no technical alarms of any kind, so it can be proven that the device worked as specified at the time of the event. Initially, a harm to the patient was reported and this complaint was classified as a reportable event. However, when the director respiratory therapist later explained the circumstances after we asked the hospital, it turned out that the event described in the complaint was related to the patient's health condition (pneumothorax). It was found that the patient's medical condition, not the involved device, was the root cause. It was recommended that the ventilator be thoroughly inspected using the service software to ensure that it is operating in accordance with its specifications because an event involving this ventilator happened. We don't know if the device in question is back in use or if the operator has taken up the suggestion. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.